Event description:
It was reported that the ilet pump¿s touchscreen cracked, after which the screen did not respond properly, and the device required replacement; blood glucose at the time was reported as 102 mg/dl and unaffected. Symptoms included no adverse clinical effects. Outcomes included continued diabetes management using the cgm while awaiting replacement and return of the damaged device. Investigation included review of the reported event, confirmation of replacement logistics, and retrieval of the damaged device for assessment. Investigation of this device revealed damage to the display assembly consistent with a cracked screen and resultant loss of touch responsiveness, aligning with a device component failure of the touchscreen/display. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external impact or stress.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.